Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported for right side "capsular contracture baker grade iii", "greater lobulation of the contours"," "scattered punctate calcifications in the breasts". Also reported "oval nodules on MRI and corresponding to cysts on ultrasound" which is not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional additionally reported for right side "bilateral cysts measuring up to 0.5cm".